Manufacturer narrative:
The user has the opinion that the burns are the result of an electrical discharge from the handpiece to the patient's lip. Therefore they agreed only to send the control unit in for analysis. But it is technically simply not possible as the drive voltage is too low. Nevertheless the unit has been checked and all measurements have been far within specification. But it is described that the dentist tried to provoce a second time the situation. To do so, he pressed the head of the handpiece against the lip of the patient and immediately the patient complained again. This description shows that the handpiece was used to lift (retract) the lip away from the treatment area. Doing so the push button gets pressed and rubs on the inner moving parts. This causes again a quick heat up of the push button. If the handpiece gets stopped the push button cools down again quickly as it has a very low mass. This would also explain why the dentist did not feel a too high temperature of the devices head. Due to this description of the incident and knowing the details described above the most likely explanation is that a use against the instruction for use caused the temporarily overheating of the push button and hence the burn. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. User declined to send device in.

Event description:
On (B)(6) 2016 while working in room# 15 on tooth# 25, patient reported within seconds of having started dental procedure feeling moderate sharp pain to inside lower lip. Doctor examined area and found 3mm x 4mm white burn mark. Handpiece was stopped and assessed for heat generation by finger touch. Handpiece was not hot. Handpiece was started without changing any of the settings for the same amount of time it was used and no signs of overheating. Handpiece was being used with moderate mix of water and air. Doctor then suspected electric shock discharge. Patient was asked if he would not mind if doctor reproduce same previous scenario as reducing the tooth before he reported this pain. This time doctor started to use the handpiece by only contacting the lower lip with the head of the handpiece for about 2-3 seconds. Patient immediately reported same type of pain. Doctor found same type of burn with size of 2mm x 3mm. Handpiece style that was being used was a 25lpr. I explained kavo would want to evaluate the handpiece as well. (B)(6) was told they did not keep track of the handpiece serial#. Handpiece was put back into rotation. I suggested all their handpieces be sent in for evaluation. I offered to send loaner handpieces. (B)(6) was told the school will not be sending any handpieces in for evaluation. They do not feel this is a handpiece issue.